Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a programming appointment it was noticed that the user's hearing performance with her left device is affected. The parent reported that a few months prior the user had sustained a left sided head trauma due to a motor vehicle accident.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause of failure a device investigation would be necessary. No information on possible further steps has been received.

Event description:
At a programming appointment it was noticed that the user's hearing performance with her left device is affected. The parent reported that a few months prior the user had sustained a left sided head trauma.